Manufacturer narrative:
Correction added to the following fields: medical lot #: 6091894.

Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. Conclusion: an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened for this defect.

Event description:
It was reported that the hub and collar of the bd eclipse¿ blood collection needle with luer adapter was detached. No injury or medical intervention reported.